Event description:
On (B)(6) 2011, a (B)(6) male was taken to the operating room (operating room) for a laparoscopic appendectomy with drain placement. He was seen in the physician's office and the drain was removed on (B)(6) 2011. At the time of drain removal, it was noted the omentum was located in the drain. The pt was then sent to the hospital and taken to the operating room for a laparoscopic reduction of omental evisceration. The drain was removed in the physician's office and was not available to operating room. Reason for use: ruptured appendix, gangrene.